Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06351 and 2134265-2015-06401. It was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the system did not perform the pullback. The image was present and good but there was no pullback. It was further noted that the motor drive unit (mdu) did not move neither by pushing button on the mdu nor via the touch panel. No error messages were noted and it was confirmed that the mdu was properly connected with the sled.